Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The returned marksman catheter was found broken from the distal end. This condition was not reported at time of the event. As received, the flow diverter appeared to be stuck inside the marksman catheter and it could not be pushed forward or removed. Dried contrast was found within the marksman hub. No flash or voids molded were observed in the hub and no damage was observed with the hub. The pushwire coil tip and distal braid was returned deployed partially outside of the catheter tip. The marksman catheter was found accordioned for the distal ~30.0cm of the distal end. The catheter body was found broken at the distal tip. No damages or irregularities were found with the tip and marker band. Based on the returned device analysis and reported information, we were unable to determined the cause of the catheter broke. From the damages seen on the catheter body (accordioning/break), it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the flow diverter through the marksman catheter against the reported high resistance. Possible contributors for resistance are: patient vessel tortuosity or lack of continuous flush during delivery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure after the microcatheter was in place, the flow diverter encountered a particularly large amount of resistance in the middle and distal section of the microcatheter when being pushed. After the flow diverter was in place, the device was released, and it was found that the flow diverter could not be pushed out of the microcatheter. Repeated attempts were made, but the pipeline could not be pushed out of the microcatheter. The microcatheter and flow diverter were withdrawn from the body and replaced with new ones to complete the surgery. It was indicated that the catheter was flushed continuously with heparinized saline. There was no damage to the pushwire. The reported device and accessory devices were prepared as indicated in the IFU. There were no patient complications associated with this event. The patient was being treated for an unruptured, saccular aneurysm located at the ocular artery. The distal landing zone was 3.58mm, and the proximal landing zone was 3.71mm. Evaluation of the returned device found that the marksman catheter body was found broken from the distal tip.